Event description:
The customer reported a control panel error. This error causes the system to shutdown, resulting in a loss of imaging functionality. This could result in a delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel board, system interface board, keyboard, power supply, and the right monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.